Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. There is no allegation or report of a malfunction of a da vinci system, instrument, or accessory. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. A review of the system logs was performed for this procedure by an isi technical support engineer (tse). Per tse, several procedures were completed after the reported day with no complaints reported. Fse site visit not required at this time. A review of the event was conducted by an isi medical safety officer (mso). Per the mso, this patient had an intraoperative cardiac event which resulted in fibrillation followed by cardiac arrest. Based on the summary contained in the description of events, there is no allegation of any injury, error, or malfunction of any intuitive surgical (isi) instrumentation or equipment. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted nephrectomy procedure, a patient death occurred. The issue occurred when the patient experienced intra-operative fibrillation during clamping of the renal artery. The surgeon believes the cause of the patient¿s death was heart failure following fibrillation. The patient¿s medical history included major health problems, including heart surgery. The cause of the operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted nephrectomy procedure, a patient death occurred. The issue occurred when the patient experienced the intra-operative complication of fibrillation during the clamping of the renal artery. The surgeon believes the cause of the patient¿s death was heart failure following fibrillation. The patient¿s medical history included major health problems, including heart surgery. There is no allegation of malfunction of a da vinci system, instrument, or accessory.